Manufacturer narrative:
Inspection: it was reported that the clinician started an infusion of cefepime 2gm in 100 ml to infuse over 30 minutes (200ml/hr) using interoperability. The medication was reportedly programmed correctly, but when the nurse entered the room 30 minutes later the bag was still full. The medication was then set up and programmed as a primary infusion on the pump. When the pump alarmed kvo (keep vein open) the nurse reprogrammed the vtbi (volume to be infused) for another 100 ml. There was no patient impact. Although requested, further information was not provided. An external and internal inspection of the received pump module s/n (B)(6) was performed. Pump module 14492707 was received with instrument seal intact. The right (male) iui was observed with corrosion and dry fluid residue. The left (female) iui was observed with corrosion. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. Internal inspection showed contamination on the bottom of the bezel and rear case assemblies. Contamination was also noted on the air in line sensor assembly housing and on both iui rare case cavities. No other obvious issues or anomalies were identified with the source device during the internal inspection. All parts inspected are manufactured by bd. Log analysis results: the event log showed the system was powered on at 8:54:30 am on (B)(6)2021. The profile in use was identified as ¿adult¿. Based on the logs, pump module s/n (B)(6) alarmed safety clamp open for 5 seconds at 8:55:14 am. At 8:55:39 am, the pump module received a remote IV infusion of drugid=122, with a rate of 200ml/hr and a vtbi of 100ml. Infusion was started at 8:55:42 am and completed (kvo=20ml/hr) at 9:25:44 am. At 9:27:13 am the pump module alarmed occluded fluid side. At 9:33:37 am the vtbi was updated to 100ml. The infusion was started at 9:34:00 am and it completed (kvo=20ml/hr) at 10:04:02 am. At 10:04:11 am the pump module alarms occluded fluid side, at 10:22:56 am it alarmed safety clamp open for 8 seconds and at 10:23:04am the door registered closed. Unit a restarted (kvo=20ml/hr) at 10:23:09 am. At 10:23:09 am the vtbi was updated to 100ml. The infusion was started at 10:23:19 am and completed (kvo=20ml/hr) at 10:53:21 am. The pump module alarmed for air in line at 10:54:28 am and it is channeled off at 11:08:31 am. Test results: results from a timed rate accuracy test using the timed rate accuracy test method (dir 10000360036) demonstrated the source device successfully passing. Test results measured the actual rate at 198.65ml/h (-0.68% error). The specification for this test is +/- 5% error, per the system requirements document (dir 10000041442) v19 srd 334; indicating the device is in specification. A test infusion was programed with the infusion parameters identified in the event log. The test infusion completed successfully in 30 min and 4 seconds without exhibiting any errors or anomalies. Test method information: testing was performed per the timed rate accuracy test method 1503-001-006, dir# 10000360036. See the attached test results file in trackwise. (1503-001-006-r (01) timed rate accuracy test method.pdf). Device history review: a review of the device history record showed the device had a manufacture date of 19oct2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pcu s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pcu s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer report of fluid being left in the bag after the infusion completed was not determined. Customer¿s returned source device was confirmed operating within specification based on the test results. The customer¿s reported complaint that the bag was still full after infusion completed was not reproduced. He pcu event log shows pump module s/n (B)(6) received a remote IV request for drugid 122 to infuse at 200ml/hr with a vtbi of 100ml at 8:55 am on (B)(6)2021 and the infusion was started. The pcu event log shows the infusion completed at 9:25 am and recorded 100.02ml was delivered. The event log does not show the medication being setup as a primary infusion after going into kvo at 9:25am. Instead, it shows the vtbi was updated to 100ml at 9:33am and then the infusion was started. The infusion completed at 10:04am and went into kvo. Then at 10:23 am, the vtbi was again updated to 100ml and the infusion was started. The infusion completed at 10:53 am and went into kvo. The total volume recorded between 8:55am and 10:54am on 17feb2021 was 301.162ml. A review of the system error logs showed no records associated to the reported incident. Test results from the timed rate accuracy test method performed on the source device confirmed the pump module is within specification and operating as intended. A test infusion was programed with the infusion parameters identified in the event log. The test infusion completed successfully in 30 min and 4 seconds without exhibiting any errors or anomalies. The pump module was being used for treatment.

Event description:
It was reported that the clinician started an infusion of cefepime 2gm in 100 ml to infuse over 30 minutes (200ml/hr) using interoperability. The medication was reportedly programmed correctly, but when the nurse entered the room 30 minutes later the bag was still full. The medication was then set up and programmed as a primary infusion on the pump. When the pump alarmed kvo (keep vein open) the nurse reprogrammed the vtbi (volume to be infused) for another 100 ml. There was no patient impact. Although requested, further information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the clinician started an infusion of cefepime 2gm in 100 ml to infuse over 30 minutes (200ml/hr) using interoperability. The medication was reportedly programmed correctly, but when nurse entered the room 30 minutes later the bag was still full. The medication was then set up and programmed as a primary infusion on the pump. When pump alarmed kvo (keep vein open) the nurse reprogrammed the vtbi (volume to be infused) for another 100 ml. No patient harm was reported. Although requested, further information was not provided.

Event description:
It was reported that the clinician started an infusion of cefepime 2gm in 100 ml to infuse over 30 minutes (200ml/hr) using interoperability. The medication was reportedly programmed correctly, but when the nurse entered the room 30 minutes later the bag was still full. The medication was then set up and programmed as a primary infusion on the pump. When the pump alarmed kvo (keep vein open) the nurse reprogrammed the vtbi (volume to be infused) for another 100 ml. There was no patient impact. Although requested, further information was not provided.

Manufacturer narrative:
Additional info provided 03/11/2021: a2, a3, a4, b5, b7 - patient diagnosis: shortness of breath (sob).